Event description:
It was reported that after a peripheral revascularization procedure, arteriotomy closure of a mildly calcified common femoral artery was attempted using a perclose proglide device. Reportedly, as the device was inserted into the vessel, the sheath kinked. The device was removed and a non-abbott device was attempted, but could not be deployed. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and a query of the complaint handling database could not be conducted because the lot number was not provided. Based on the review, no product deficiency was identified. Reportedly, the common femoral artery was mildly calcified. The instructions for use state under special patient populations that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site.

Manufacturer narrative:
(B)(4).